Event description:
It was reported that a 'high pressure' alarm went off while the patient was using the device. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection found occlusion between the tube and filter. Functional testing found the alarm was activated, so the reported failure mode is confirmed. The root cause of the reported issue was found to be excess of solvent in one of the bonding unions (luer - tubing union / tubing ? Filter union) generate occluded tube. Awareness notification was generated to explain the importance to follow up correctly the bonding process documented in procedure ? Completed by the quality engineer on january 26, 2023. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).